Event description:
It was reported the epg (external pulse generator) was dropped and both jacks are broken and the case needs to be replaced. The epg was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found both output connectors are broken and upper / lower case broken/contaminated. Lcd (liquid crystal display) lens, two side bail covers, ring cover, and battery drawer are broken. Battery release, release spring, lead flex cover, and keyboard pad are contaminated. One case screw, one printed circuit board screw, one side bail, and the ring are missing. Battery contacts are compressed and heart lead flex is damaged. (B)(4).